Event description:
It was reported that the arctic sun device gave an alarm related to an open line. Per additional information updated from ttm on 16jan2026, biomed trying to perform maintenance on device. Had bypass loops in place and keeps getting message that there was air in the lines. Per review of wo notes the device was not configured correctly for testing, they were using a simulator to test with pads connected. During functional testing with ts the device displayed alarm 41. It was then determined that the device had a failed flow meter. Circulation pump command (cpc) was 49 percent, inlet pressure (ip) was -7.0, flow rate (fr) was 0.0. Shunt connected and verified visual flow.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported issue was confirmed. The root cause for the reported event is a failed flow meter. It was then determined that the device had a failed flow meter. Circulation pump command (cpc) was 49 percent, inlet pressure (ip) was -7.0, flow rate (fr) was 0.0. Shunt connected and verified visual flow. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave an alarm related to an open line. Per additional information updated from ttm on 16jan2026, biomed trying to perform maintenance on device. Had bypass loops in place and keeps getting message that there was air in the lines. Per review of wo notes the device was not configured correctly for testing, they were using a simulator to test with pads connected. During functional testing with ts the device displayed alarm 41. It was then determined that the device had a failed flow meter. Circulation pump command (cpc) was 49%, inlet pressure (ip) was -7.0, flow rate (fr) was 0.0. Shunt connected and verified visual flow.